Event description:
Home patient reports developing peritonitis after being hospitalized for a leg amputation. Per health care professional home patient was hospitalized 10/7/98 for uremia and peritonitis. Home patient was treated with antibiotics. Details regarding peritonitis event are unk, although health care professional noted home patient has had several episodes in the past. No product failure was indicated. Health care professional states that home patient may have done something to contaminate herself, but she is not sure. Due to multiple system failures, home patient reportedly expired 10/21/98. Cause of death was infection and failure to thrive. Health care professional states she is not attributing peritonitis or death to baxter product.